Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that this device reached elective replacement indicator (eri) faster than expected; however, the previous device check showed that the remaining battery longevity was reasonable. Subsequently, this device was explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned autogen was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device reached elective replacement indicator (eri) faster than expected; however, the previous device check showed that the remaining battery longevity was reasonable. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.